Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump module was programmed to infuse over one (1) hour. During the infusion, there was a "channel malfunction" error, with a message to "change channel". There was patient involvement but no harm.

Manufacturer narrative:
Correction: PMA / 510(k)#. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel error was observed in the pump module error logs but was not replicated during testing. In some cases, an error 211.2000 (unspecified communication error) can be attributed to damage on the door harness assembly. A review of the pump module error logs showed that a malfunction with error code 211.2000.0 occurred on the day of the reported issue. At 10:55 am the pump module was powered on and assigned to channel a. At 7:13 pm an infusion was programmed using drugs library with a rate of 8ml and vtbi (volume to be infused) of 99ml. Them, the infusion alarmed occluded patient side. At 7:14 pm the infusion was restarted, then, the infusion alarmed occluded patient side alarmed again and was restarted. At 11:06 pm infusion stopped by a channel malfunction with error code 211.2000.0 with a pvi (primary volume infused) of 30.95ml. Bd alaris¿ channel error tip sheet, states, a channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. All interfaced connections associated with the display board were securely connected. Magnification inspection of the door harness contacts did not find any issues or anomalies. Continuity measurements were performed on each wire of the door harness; test results showed good continuity on each wire. The investigation was unable to replicate the returned error message after extensive infusion runtime using the incident infusion rate. Alaris system maintenance (asm) testing observed the pump module passing the preventive maintenance tasks. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported pump module channel error was not able to be identified during laboratory testing.

Event description:
It was reported the pump module was programmed to infuse over one (1) hour. During the infusion, there was a "channel malfunction" error, with a message to "change channel". There was patient involvement but no harm.